Manufacturer narrative:
Product complaint #: (B)(4). Date sent: 01/10/2020. Additional information was requested and the following was obtained: is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please provide the reported photos if they are available. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that the device stopped in the middle of fire and closed and can't open it unfortunately I used another stapler from other company and cut behind your fire and I put my patient under risk of his life and I took 4 hrs extra inside operating room.